Event description:
It was reported that the customer received ongoing intermittent power source alerts while using the tandem-provided usb cable and wall adapter. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate wall adapter and usb cable.